Event description:
It was reported that during a prostate procedure the fiber cap "detached". The procedure was completed with a second fiber. No further information was available. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and not returned; the glass cap is fractured at the glue zone; the fiber is blackened at the location of the fracture; the heat shrink tube is torn and completely detached form the fiber. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.